Event description:
Facility manager reported cases where the actual flap thickness was thinner than the flap thickness setting (intended). Flap setting was for 120 micron flap, and the post operative assessment showed a thickness of 100 microns. None of the patients were reported to be harmed. More information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).